Event description:
The customer contacted philips to request a quote for repair of their defibrillator requiring replacement of the power pca. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.